Manufacturer narrative:
Voluntary medwatch report received: mw5164658.

Event description:
Voluntary medwatch received states that the patient's right ventricle lead exhibited oversensing due to electromagnetic inference which led to pacing inhibition. The patient also experienced arrhythmia. No intervention was made. There were no patient consequences.